Event description:
On 3rd january 2023, rayner received notification from its brazilian distirbutor of an event that occurred during implantation of a rayone aspheric rao600c. The event description provided states that the iol got stuck inside the nozzle and was not delivered. No back-up lens was available and the surgery had to be completed without an iol being implanted.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The iol got stuck inside the nozzle and was not delivered. No back-up lens available during original surgery. Surgery had to be completed without an iol being implanted. The patient requires a secondary surgery to have an iol implanted. The product was not returned to rayner. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event. Our review of production records for the rayone aspheric rao600c batch 072195788 showed all manufacturing and quality checks were conducted with successful results.